Manufacturer narrative:
This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. The following could not be completed with the limited information provided. Expiration date - ni, manufacture date ¿ ni.

Event description:
Patient underwent a left knee revision procedure approximately two months post implantation due to the locking bar backing out. The locking bar was removed and replaced.